Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a foreign substance on the device. Engineering observed the yellow-brown material on the seal, sleeve, insufflation port, and check valve of the event unit. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: event 1 of 2: 2027111 - 2021 - 00302; event 2 of 2: 2027111 - 2021 - 00301. "Foreign material in the check valve." "Report from the sales rep: the brawn foreign material was found in the check valve when inserted into the body and tried to inject the air. The same product opened the second time was dirty. The case was completed with the third one. Initial investigation report the event unit was returned to us and visually inspected. We confirmed the brawn foreign material like a tissue in the air insufflation port (pic.1). The other foreign material was adhered on the surface of the seal component (pic.2). The unit will be returned to amr for further evaluation." Intervention: the case was completed with the third one. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: "foreign material in the check valve". "Report from the sales rep: the brawn foreign material was found in the check valve when inserted into the body and tried to inject the air. The same product opened the second time was dirty. The case was completed with the third one. Initial investigation report: the event unit was returned to us and visually inspected. We confirmed the brawn foreign material like a tissue in the air insufflation port (pic.1). The other foreign material was adhered on the surface of the seal component (pic.2). The unit will be returned to amr for further evaluation." Intervention: the case was completed with the third one. Patient status: no patient injury.